Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide after a diagnostic procedure. Reportedly, when the sutures were being pulled tight, they came out of the artery. Manual arterial compression was applied for 10 minutes. There was no adverse patient sequela. Reportedly, the physician is proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. Without the device evaluation, a cause for the reported sutures being pulled from the artery could not be determined. Contributing factors for the reported incident were considered and include, but are not limited to, manufacturing, anatomical conditions and/or deployment technique. To ensure that all products perform according to specifications, they are subject to inspection during manufacturing. Although no anatomical information was provided, frail tissue may cause the suture to come out of the artery. During deployment, the suture may have partial or incomplete tissue capture. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there has been no other related incident reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.